Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, during the heating phase, a fluid loss alarm occurred. The physician applied a second tenaculum and restarted the procedure. The second alarm occurred at the beginning of the ablation cycle due to the near completion of the heating phase. Due to the second alarm, the patient's tissue was cooled and the device was removed. Upon visual inspection, it was observed that there was a puncture from the teculum on the tip of the sheath. The patient's vagina was inspected and no injury was observed. The procedure was completed with another of the same device. There were no further complications reported with this event and the patient's condition is reported to be "fine".

Manufacturer narrative:
Product unavailable for analysis.